Manufacturer narrative:
Additional information was received from the customer. The customer reported to carefusion that they determined the problem was caused by the turbine. The customer replaced the turbine to resolve the issue.

Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been returned to carefusion for evaluation.

Event description:
A customer reported to carefusion that a vela ventilator generated "motor fault" alarms. All calibrations and transducer tests performed by the customer were successful. It is currently unknown if there was patient involvement. There are no reports of harm or injury, associated with the event, received by carefusion.

Manufacturer narrative:
The customer indicated in an email sent (B)(6) 2016 that there was no patient involvement during the initial problem reported.